Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device. This occurred during use; however, the patient was not connected at the time of the alarm. During troubleshooting, it was discovered that a clamp was left open on an unused supply line. It was also noted that the patient had disconnected during therapy but it was unknown if proper disconnect procedures were used. The technical service representative reviewed proper procedures with the patient and the power was cycled to clear the alarm. The patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.